Event description:
It was reported that the procedure was cancelled. The ce ilab was selected for examination of the target lesion. During the procedure, it was found that the screen had no display. The procedure was not completed due to this event. There were no patient complications reported, and the patient status was stable. It was further reported that only the imaging procedure was cancelled but the treatment procedure was completed.

Event description:
It was reported that the procedure was cancelled. The ce ilab was selected for examination of the target lesion. During the procedure, it was found that the screen had no display. The procedure was not completed due to this event. There were no patient complications reported, and the patient status was stable.